Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, an alert was noted due to high impedance on the right ventricular lead. The patient was brought in for assessment and the lead function normally. No now the lead would be monitored. No patient symptoms were reported.